Event description:
Information received by medtronic indicated that the customer reported crack on pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued use of the device. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a scratched case. No crack at the back side of battery noted during visual inspection. The pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2023 17:38:00.000 and (twice) on (B)(6) 2023 17:38:11.000 according in the detailed trace file/error log file. As per global logic analysis (esf#: 3926945), pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. There were no unexpected pump errors/alarms noted 2 days prior to the event date 19-aug-2023 in the formatted history file. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. Cosmetic damage at the back side of battery was not confirmed, however, other cosmetic damage was noted. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarms due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor and motor assembly noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.